Event description:
Caller reported a tandem mobi cartridge alarm. There was no adverse impact to the customer¿s blood glucose level. The customer was advised by technical support to switch to multiple daily injections as backup therapy and was provided instructions to put the pump into storage mode before returning it. Technical support confirmed the shipping address and sent a replacement pump, instructing the customer to return the problematic pump within 10 days.